Event description:
On (B)(4) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results compared to the same meter. The reporter alleged readings of "4.8, 6.7 and 7.1mmol/l" on the same meter. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. However, the test strips had results outside the acceptable control solution range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 3/22/2013, test strips- 2/27/2013.